Event description:
The customer's mother stated that the insulin pump gave a no delivery alarm. Troubleshooting was performed and the mother stated that the reservoir was leaking insulin. The mother also reported a blood glucose reading of 281 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.